Event description:
Patient with heartware left ventricular assist device (lvad) on chronic dialysis presents for evaluation of lvad alarms and is incidentally found to have late-presenting, chronically draining midsternal wound. Pt endorses drainage for weeks and was unconcerned because the drainage was clear & thin. Pt required incision and drainage of tissue and some necrotic bone; vacuum-assisted closure (vac) dressing applied. Or cultures grew candida albicans and (B)(6) requiring IV antibiotics.